Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately (B)(6) 2023.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a paddle repositioning procedure and was doing well postoperatively. The paddle lead remained implanted.